Event description:
New information received notes that the patient was brought to the clinic, and the implantable cardioverter defibrillator was paired successfully. No patient consequences were reported.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported. Qtd MRI.